Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began remedial treatment with a loading dose ip injection of vancomycin 1gm, and continuous daily ip injections of amakacin 100mg, reflin 1gm and orzid 1gm. At the time of this report, the patient remained hospitalized and recovering from the peritonitis. The outcome of the break in aseptic technique was not reported. The root cause of the peritonitis was a break in aseptic technique, described as patient made mistake. Dianeal was ongoing. Concomitant medications were not reported. The nurse believed the event of peritonitis was unrelated to dianeal therapy, however, did not provide an opinion of causality for the event of break in aseptic technique.